Event description:
It was reported to baxter (B)(4) that the doctor/customer observed a solution leak outside during the filling of one infusor seven day device. The customer would not describe the location of the leakage. There is no patient involvement. No additional information is available.

Event description:
Approximately 15 months post placement of callos 3cc inject, the callos was observed to be fragmented and hard. There was a non-union of the bone and the two most distal ulnar screws were broken at the interface between the bone and the acumed vdr plate. The surgeon had to remove all hardware and the callos. The hardware was replaced with a new plate and an iliac bone graft.other medical device reports related to this event are listed below:3025141-2010-000093025141-2010-000103025141-2010-000113025141-2010-00012.

Manufacturer narrative:
It is unknown which of the following screws described below broke during this event and was removed.brand name model # lot code expiration date manufacture date2.3mm x 16mm locking cortical screw co-t2316 w71038 n/a - non sterile 11/11/20082.3mm x 18mm locking cortical screw co-t2318 w70512 n/a - non sterile 10/28/20082.3mm x 20mm locking cortical screw co-t2320 w70430 n/a - non sterile 10/31/20082.3mm x 22mm locking cortical screw co-t2322 w70431 n/a - non sterile 10/21/2008 2.3mm x 24mm locking cortical screw co-t2324 w68399 n/a - non sterile 08/20/20082.3mm x 24mm non-toggling cortical screw co-n2324 w70143 n/a - non sterile 10/20/2008.